Event description:
Customer reported erroneous low access hypersensitive (B)(6) test results were obtained for 15 patient samples when using the unicel dxi 800 access immunoassay system. The erroneous low test results were reported out of the laboratory and were questioned by the physician. Repeat analysis was performed. The test results were in the normal range. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management. This is event 3 of 15 reported by this customer. An MDR was filed for each of the 15 patients.

Manufacturer narrative:
On (B)(4) 2009, the field service engineer performed system verification protocol per procedure. No hardware issues noted. The investigation of this event determined the root cause to be the sharing of reagent packs between two analyzers. Pack sharing is not allowing per product labeling. Product labeling was evaluated and determined to be adequate. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This is event 3 of 15 reported by this customer.